Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the material was delivered damaged without a hospital announcement. The original reconstruction was difficult; the hospital stated that there was no complication during the surgery. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the manufacturing investigation reported the measuring tip of the depth gauge scale body was strongly bent. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The measuring tip of the depth gauge was probably bent by mishandling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.